Event description:
Pt reported that in 2004, pt felt "extremely shaky" while driving. Pt tried to self-treat by eating a lollipop. Pt then hit a telephone pole, and another car, before pt was able to stop the vehicle. Pt was transported to the hosp, by ambulance, and treated with a dextrose IV. Pt remained in the hosp for 1 1/2 hours. Pt also reported that 1 week ago, pt experienced low blood glucose-their neighbors gave them juice and called the paramedics. Pt was not treated for low blood glucose by the paramedics.